Event description:
Doctor reported, "1 patient with low pressure and a flat chamber. His follow up is very sketchy. He was flat at 1 week post-op, filled with healon and put on atropine, 1 week later he was deep and his pressure was 10."

Manufacturer narrative:
Unit was not explanted, thus sample is not available for evaluation and reported issue cannot be confirmed. The serial and lot number are unknown and was not provided. If additional information is provided or sample is returned to new world medical, this report will be updated.